Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt was driving and did not have their equipment with them. The reason for call was for a couple week ago now the pt's controller would not charge anymore. The controller went blank and unresponsive, pt had reset the controller and attempted to charge the controller but that did not resolve the issue. The green light on the ac power supply will blink on and off. Pt could tell a difference without their spinal cord stimulator (scs) for the scs was a godsend with their pain. Troubleshooting was unable to be performed as pt did not have equipment present. Pt called back and mentioned the controller would not charge. Pt plugged in the ac power supply and the indicator light on the adaptor would turn on and then blink off; light would not remain illuminated. An email was sent to the repair department to replace the ac power supply. No symptoms were reported. Pt called back stating that the ac power cord replacement did not resolve. Agent confirmed green light on adaptor box, no damage in port pins nor battery compartment. Agent asked caller to plug controller into the ac with empty battery compartment and controller still does not power on. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745ac product type accessory product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis of the 97745 controller (ptm) serial number (B)(6) revealed a dead main pcb. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.